Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to no button response. Unable to confirm unexpected restart error alarm and audio beep anomaly due to no button response. No blinking screen noted. The insulin pump was returned without the belt clip unable to confirm damage. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked caveat display window corner, cracked belt clip slot, cracked battery tube threads, scratched reservoir tube window, cracked display window and cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose reading, button error, and unexpected restart alarm and audio/beep anomaly. The customer's blood glucose reading was 300-500 mg/dl. The customer treated manually via syringes. The customer stated that unexpected alarm occurred and the screen was blinking on and off all night. The customer mentioned that she was not able to fill the tubing or cannula. The insulin pump will be returned for analysis.